Event description:
A report was received that the patient was experiencing pain at the lead site. The patient was given morphine as pain medication. The physician believes the pain is not a normal post-operative pain and does not know the cause.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient was given morphine as pain medication. The physician believes the pain is not a normal post-operative pain and does not know the cause.

Manufacturer narrative:
Additional information was received that the patient was no longer having an incisional pain. There will be no further information provided to bsn.